Event description:
Consumer email reported noticed on some syringes from this box a liquid that comes out the needle before use. Lot # unknown at this time; catalog# unknown at this time; date of event unknown; sample status discard - dc. Email comments from google translate spanish to english - good evening, I have a question. I use 30ml ultra-fine syringes on my 4-year-old child and I have been able to observe that when I take the sterile syringe out of the new packaging, when I squeeze or push it, a substance like oil comes out, it is like a drop or two of this substance. This scares me a little because I always used them confidently and I didn't know that this substance was mixed with insulin. Not all syringes come with this liquid, some are in the package of 10 syringes.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.